Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that the patient underwent a laminectomy and did not set the ipg into surgery mode. Thereafter, the ipg failed to establish communication with external device. Troubleshooting steps to recover the ipg were successful. Effective therapy was restored.